Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control reviewed the downloaded device data and observed the device experienced switching between the batteries and the auxiliary power, related to the use of a power inverter. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The third-party service agent contacted physio-control to report that their customer's device intermittently failed to power on when it was used with auxiliary power. The device was able to power on after unplugging the auxiliary power supply. A review of the provided device data indicated that the device experienced an interference, related to the use of a power inverter, that could cause a delay in providing defibrillation therapy. There was no report of patient use associated with the reported event.

Event description:
The third-party service agent contacted physio-control to report that their customer's device intermittently failed to power on when it was used with auxiliary power. The device was able to power on after unplugging the auxiliary power supply. A review of the provided device data indicated that the device experienced an interference, related to the use of a power inverter, that could cause a delay in providing defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional mfg narrative of the initial medwatch report indicates: the device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control reviewed the downloaded device data and observed the device experienced switching between the batteries and the auxiliary power, related to the use of a power inverter. Physio-control continues to investigate the reported issue and will submit a additional mfg narrative of the initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent evaluated the device and was unable to reproduce the reported issue. After replacing the system pcb assembly, as precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control reviewed the downloaded device data and observed the device experienced switching between the batteries and the auxiliary power, related to the use of a power inverter. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. New information for supplemental medwatch report: h6: based on further review of the device data, physio-control advised the customer to replace their ac power adapter and informed them of the warning from the lifepak 15 monitor/ defibrillator operating instructions which states that physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It's the user's responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.